Event description:
It was reported that the insulin pump had shut off without any alarm and that the battery appeared to jump and that it would suddenly need to be replaced. The blood glucose reading was 7 mmol/l. The issue was not resolved with a new battery cap. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had operating currents within specification and no low battery alarm was noted. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked reservoir tube lip, a missing end cap sticker, and a missing address and serial number label.